Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: noisy image. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "intermittent image with noise and temporary disappearance" was caused by a faulty scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported issue occurred during a procedure.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during device evaluation that the video system center had intermittent noisy image due to a faulty scope socket connector. There was no patient involvement.